Event description:
It was reported by the pt's husband that following two hours of use, the pt experienced irritation in one eye. The following day, the pt was examined by the ophthalmologist. Per the pt, the ophthalmologist said that she had lost her vision due to fungi contamination of the lenses. The pt stated that the contract lenses were purchased two years prior to use. Integrity of the closed container to confirm sterility of the product at the time of use cannot be confirmed. Attempts to obtain follow-up info have been unsuccessful.

Manufacturer narrative:
(B)(4)